Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the locator, hemostasis sheath, carrier tube, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The device was cut in multiple locations, and the anchor and collagen were removed from the device. No other damage or issues were identified. The complaint was confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction of the distal tip preventing proper device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was firmly inserted into the insertion sheath and then the device cap was pulled back completely. When the device/sheath assembly was withdrawn, the entire device was withdrawn without the anchor catching the vessel wall and the hemostasis failed. The anchor was not visible on the tip of the sheath, so the device was disassembled, and the anchor was confirmed to be present inside. The device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was endovascular thrombectomy (evt). The size of the sheath ancillary used was 6 fr. The puncture site was the right common femoral artery. The estimated blood loss was less than 250cc. There were no other devices or equipment used with the reported product.